Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped, due to artifacts and once it was inspected they realized that the anchoring ligature had been tightened too hard and was crushing the lead body. There were no adverse patient events. Should additional information be received, this file will be updated.